Event description:
Customer states sore throat and flu-like symptoms, md was seen and prescribed antibiotics. Customer does not perform regular maintenance cleaning of the CPAP equipment as stated in our IFU.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.